Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left femoral artery. Following the insertion of a 6fr x 48cm non-bsc introducer sheath and a 0.014 x 300cm non-bsc guide wire to the lesion, a 7.0 x 40 mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres but the lesion was not dilated sufficiently. On the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Angiography was then performed and recovery of blood flow was confirmed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device and the markerband profile. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon, liquid was observed to be leaking from a balloon pinhole at 3 mm proximal to the proximal end of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right side of the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left femoral artery. Following the insertion of a 6fr x 48cm non-bsc introducer sheath and a 0.014 x 300cm non-bsc guide wire to the lesion, a 7.0 x 40 mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres but the lesion was not dilated sufficiently. On the second inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Angiography was then performed and recovery of blood flow was confirmed and the procedure was completed. No patient complications were reported and the patient's status was good.